Event description:
Customer reported hospitalization due to high blood glucose. Customer was vomiting. The blood glucose reading at the time of the event was 598 mg/dl. Diagnosed diabetic ketoacidosis. Customer's daughter called paramedics and was transported to hospital. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.